Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389s-40, lot# va0a2fn, implanted: (B)(6) 2013, product type: lead. Product ID 3389s-40, lot# va09s07, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A manufacturing representative reported that high impedances were measured during an implantable neurostimulator (ins) replacement surgery. The ins was being replaced due to reaching elective replacement indicator (eri) due to normal battery depletion. After the ins was replaced, high impedances were measured. The health care provider could not get the lead in the ins port without forcing it. The manufacturing representative stated that forcing the lead into the port may have led to the issue. The ins was replaced again, but high impedances were still measured on electrode one on the left side. The patient was not experiencing any symptoms related to the high impedances. Relevant patient history includes parkinson's disease and movement disorders. A manufacturing representative later reported that after the high impedances were measured, the ins was replaced and used without issue. Refer to manufacturer report #3004209178-2015-15522.